Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that an occlusion occurred. Customer¿s blood glucose ranged from 152-167 mg/dl. Reportedly, customer continued using pump for insulin therapy.